Event description:
It was reported to philips that the system was unable to perform geometry movements, and the shutter gave an error indicating the position was unknown. No harm was reported to philips. Philips has started an investigation of this complaint.